Event description:
It was reported when using the bd pyxis¿ anesthesia station es, had a station updated automatically in the middle of a case. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station updated automatically in the middle of a case. After a field service engineer diagnosis, the power subsystem was successfully tested using hta (hardware test application). Both the backup battery and power supply were confirmed to be in good working condition. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, had a station updated automatically in the middle of a case. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no delays and adverse events or injuries reported based on this event.